Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 222 mg/dl. The customer reported that the insulin pump needed a battery change last night and after changing it, nothing came up on screen. The customer reported that the contacts on the battery cap were missing. The customer also reported that the silver pin came half way out and leaning sideways and could not get it to adjust right. The insulin pump will not be returned for analysis.